Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's main keypad to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the main keypad had decreased responsiveness. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.